Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that an intermate lv100 had a detached winged luer cap before use. There was no report of patient injury or medical intervention. No additional information is available at this time.